Event description:
This event affected 3 different pts. Pt # 1 had a procedure: flexible fiberoptic upper intestinal endoscopy with a duodenoscopy, endoscopic retrograde cholangiopancreatingography, sphincterotomy, placement of a pancreatic duct stent, placement of a pigtail biliary stent. Apparently there were problems during the case with the stent not discharging. Scope was cleaned, per protocol after the case. Scope was pulled from service and investigtion initiated. Event was disclosed to all three pts and appropriate lab work was ordered after obtaining permissioin from each pt.

Event description:
Pt # 2 had a gi procedure with the same scope. Again the scope was cleaned per protocol.

Event description:
Pt # 3 had a upper g.I. Endoscopy with the same scope where the stent from pt #1 procedure dislodged into pt # 3. Scope was pulled from service and investigation initiated. Per hosp tracking, we were able to determine that this particular scope was used on all three pts. Event was disclosed to all three pts and appropriate lab work was ordered after obtaining permission from each pt.